Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the mega suturecut needle driver cable broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary with the tweezers. The surgical task was malignant hysterectomy. There were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips. There were issues related to up/down (pitch) motion of the wrist during use. One cable visibly protruded from the distal end of the instrument but the customer couldn¿t confirm if this cable controlled opening/closing of the jaws or up/down motion of the wrist. The instrument is available for return.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.